Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the videoscope had a chip with sharp edges on the distal end plastic cover. There was no patient involvement.